Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the staples from the sureform 60 green reload were not fully formed. The reporter explained the last staples on the green load were not fully formed and were stuck to the patient's stomach tissue. The staff was able to retrieve the unformed staples. The staff was in the process of replacing the sureform 60 stapler with a backup stapler. The backup stapler fired with no issues. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the staff RMA the first stapler and reload for failure analysis. The staff was proceeding with the procedure. The procedure was completed as planned with no reported injury. Isi contacted the isi clinical sales associate (csa) on 22-oct-2021 and obtained the following information: csa stated she was in the procedure at the time of the reported issue. The csr could not remember what stapler fire had the issue, but she knew it was related to a green reload. She said 1 or more staples were caught on the patient's specimen (tissue) and the surgeon made the decision to cut away the specimen. For clarification: 1 or more staples from the reload were stuck on the specimen (tissue). The specimen that was removed was already planned for removal for this sleeve gastrectomy procedure. There was no injury or harm to the patient. They used a backup stapler and had no further issue. She advised the surgeon and the or team to return the stapler and reload to isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the sureform 60 green reload or the sureform 60 stapler instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. An instrument log review was conducted, which resulted in the following findings (this stapler was not returned to isi for evaluation): the logs showed that the customer used sureform 60 stapler (part # 480460-09 / lot # t90210701-0317) on (B)(6) 2021 on system sk1213. The alleged event occurred on the 2nd use of the instrument. An isi failure analysis engineer performed an instrument log review for this sureform stapler 60 instrument. The following additional information was provided: the instrument was installed twice and fired two reloads (1 black followed by 1 green). Both firings were completed per the logs with one pause for compression. There were no incomplete clamps by this instrument. A review of the site's complaint history revealed no other complaints for this reload or stapler. No image or procedure video has been provided for review. Based on the information provided, this event is considered a reportable malfunction due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, it was alleged the staples from a sureform green reload 60 were not fully formed and the reload was sticking to the specimen (tissue). The surgeon was able to cut away the specimen that was attached to the reload. This is not considered medical intervention to preclude permanent impairment since the specimen that was removed was already planned for removal. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.